Manufacturer narrative:
Device is implanted in pt. No evaluation.

Event description:
It was reported restenosis was found in the stented area of a previously placed stent. Pt had claudication symptoms that reappeared. The pt reportedly underwent tlr/tvr.